Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing is damaged. The customer declined additional assistance from tandem technical support regarding this issue. There was no reported adverse impact to the customer's blood glucose level.